Event description:
Additional information was received that the right ventricular (rv) lead shock lead impedance continues to be high and out of range between 125 and 141 ohms over the last year. Defibrillation threshold (dft) testing was performed and yielded impedance measurements of 79 and 74 ohms. Boston scientific technical services (ts) discussed that due to the results of the dft testing the lead appears to be capable of delivering energy and converting arrhythmias. The lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Boston scientific technical services (ts) reviewed and found that there had been a couple alerts for high shock impedances in the past. It was noted that the rv lead is a single coil lead with high impedances over the past year, but a slight rise to the 150 ohm range recently. Ts discussed the option of performing commanded shocks or defibrillation threshold (dft) testing to verify the integrity of the system. Ts further noted that this could be due to calcification or other material build up on the lead. At this time no further tests were performed and the crt-d and lead remain in service. No adverse patient effects were reported.